Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Revision surgery was performed due to infection, pain and swelling. The surgeon thinks it is not the product failure because it has taken long time after the primary surgery. The products was disposed so it cannot be returned. No more information is available.